Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient went to the emergency room (ER) and was still there at time of call. Patient's blood glucose at the time of event was 423 mg/dl. Patient also had high ketones however, ketone level was not dangerous. Patient's mother reported that she believes that her son needs longer infusion set cannula and that the current ones he uses are too short. In an attempt to resolve their blood glucose issue patient took multiple daily injection (mdi). The treatment patient received was intravenous fluids of saline and insulin. The patient had not been released yet. No further information available.